Event description:
It was reported to philips that the device was getting error message 10.

Manufacturer narrative:
Following the initial call, additional information was not provided. And there has been no further documented action by the customer. It is unknown, if the device was evaluated or repaired. As no further information was made available. Philips is unable to rule out that a malfunction did not occur. As additional information is unavailable, a definitive cause for the alleged failure could not be determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No additional investigation is required at this time. H3 other text: additional information was not provided. And there has been no further documented action by the customer. It is unknown, if the device was evaluated or repaired. As no further information was made available.